Manufacturer narrative:
The t:slim x2 g6 user guide states "do not disconnect the tubing connector between the cartridge tubing and the infusion set tubing." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer disconnected the infusion tubing from the cartridge tubing, which introduced air into the tubing. Blood glucose was 231 mg/dl. The customer was instructed to disconnect the infusion tubing from the infusion site when disconnecting from the pump. Customer acknowledged. Reportedly, the customer inserted a new infusion set and resumed insulin delivery.